Event description:
Nurse was administering medications to patient using this syringe. Upon contact with the patients left deltoid, the needle retracted into the syringe without dispensing any medication.